Manufacturer narrative:
Continuation of d10: product ID 8781 serial# unknown implanted: unknown explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen (2,250.0 mcg/ml at 533.3 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that they hadn¿t had any relief since their new pump was implanted; their pain was actually worse than before. Per the patient, they were hoping to do a catheter dye study. The patient was wondering if the same catheter can be used with a 40 ml pump that is used with a 20 ml pump. Additional information was received on (B)(6) 2025, from a healthcare provider via a company representative who reported that the patient had symptom return/withdrawal symptoms. There were no known environmental factors that contributed to the event. The patient was taken to surgery and during the procedure, there was a physical inspection of the catheter in the pump pocket. The physician found a tear in the catheter. The damaged portion of the pump segment of the catheter was removed and then replaced with a new pump segment, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
H3 ¿ analysis of the returned catheter segment found ¿catheter body ¿ damage to transition tube.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.